Event description:
It was reported that a (B)(6) male had a second device implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately four (4) years. Through follow up with the health care provider, it was learned that the reason for re-operation was due to stenosis. Per the obtained records, the patient had bioprosthetic valve stenosis. Due to the patient being high risk, the stenosis was treated with a transcatheter heart valve. During the procedure, 2 of the 3 transcatheter heart valves failed. However, the third and final 23-mm transcatheter heart "valve was passed and deployed, and this functioned well." The patient was then returned to the coronary intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, the root cause of this event could not be confirmed. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of the valve-in-vale procedure were unsuccessful; therefore, the root cause for replacement of this device remains indeterminable.